Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer¿s blood glucose level was in range 60 mg/dl to 450 mg/dl and woke up with over 200 mg/dl. The customer reported that there was burning in feet and retinopathy. Customer reported scratch on the screen obscures vision and rewind was slower. The insulin pump will not be returned for analysis.